Manufacturer narrative:
Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 6 months post implant of this 27mm bioprosthetic valve, the valve was explanted and replaced with a 29mm valve of the same model due to paravalvular leak. The patient was reported to be stable after a successful valve implant.